Manufacturer narrative:
Concomitant medical devices: 1948 lead (x2) implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection four weeks after the implant of a cardiac resynchronization therapy pacemaker (crt-p) system with an absorbable envelope. The system was removed and the patient received a new system on the opposite side the following day. No further patient complications have been reported as a result of this event.